Manufacturer narrative:
Concomitant medical products: bd luer-lok 3ml syringe material # 309657, lot# 9081635. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that gentamycin 2ml, contained in a 3ml syringe, was programmed into syringe pump to infuse 1.56ml at 3.12ml/hr over 30 minutes. The extension set was primed with gentamicin. It was then noted that the entire volume of gentamicin was infused and the syringe was found empty. The event occurred in neonatal intensive care unit (nicu). There was no patient harm.

Manufacturer narrative:
The customer¿s concerns of an over infusion of the medication gentamicin on the suspect syringe module was not confirmed or replicated during a review of the logs or during testing. Results from a log analysis suspects the reported infusion on the customer returned syringe module as a weight based infusion of gentamicin, programmed at 3:37:46 pm on (B)(6) 2020 with a rate of 3.12ml/h and volume to be infused (vtbi) of 1.56ml (syringe type: bd_3ml; volume:1.5824ml). The programmed infusion completed at 4:08:57 pm resulting with a total volume infused of 1.56ml. There were no obvious pcu / syringe module event log malfunctions observed that would result in the reported event. Asm barrel clamp, plunger force, and plunger position accuracy test results the device in good working condition and operating in specification. The root cause of the customer¿s complaint of the sm (syringe module) infusing the incorrect amount of medication was not identified.

Event description:
It was reported that gentamycin 2ml, contained in a 3ml syringe, was programmed into syringe pump to infuse 1.56ml at 3.12ml/hr over 30 minutes. The tubing set was primed with gentamicin. It was then noted that the entire volume of gentamicin was infused and the syringe was found empty. The event occurred in neonatal intensive care unit (nicu). There was no patient harm.